Event description:
Cypass stent by alcon problem. Sudden acute eye pain started with impaired vision of right eye. Saw ophthalmologist, eye pressure, right, was 35. Left eye iop, 10. Saw glaucoma specialist. He told me that alcon cypass stent rarely had an event. A closure or problem around the stent had caused blockage and increased iop. Surgical implant of cypass into right and left eyes were in (B)(6) 2017. Also, cataract surgery and lens implants at same times. 2 surgeries. Pressures and follow up had been normal, iops were around 10, since surgery. Vision had been stable since recovery from surgery. No md ever warned me to watch out for this type of complication symptoms, or what to do, until the eye pain this week. Family drove 30-60 miles from (B)(6) to get help. It appears that only cypass-trained mds know what to do. Patients should be well-informed and provided safety directions of what to do in an acute emergency. I am a registered nurse. Contacted and got to ophthalmologist glaucoma md asap. Problem was treated with lumigan eye drops. On return to dr. The next day, right eye pressure was iop 6. Will have close follow-up for problem. Return to see md next week. I never had eye pressure or pain that high in the past. Glaucoma had been treated fairly successfully.